Manufacturer narrative:
(B)(6).

Event description:
Caller reported aviva system 1 blood glucose result of 459 mg/dl and aviva system 2 result of 114 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.